Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing reservoir tube o-ring, broken reservoir tube lip, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged in the reservoir compartment. The caller states that the reservoir ring broke off. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.